Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
A friend or family member of the patient reported that as of sometime 2016 they don't believe the implantable neurostimulator recharger (insr) is charging the ins all the way, and that the ins full icon does not come up. It was stated that it seems to take the insr longer to recharge, even though they are able to get full coupling bars. The caller is going to check the ins with the patient programmer (pp) when they are with the patient. There were no patient symptoms alleged. Indication for implant is movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.